Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a surgery in which a 2.0mm coupler device was used. It was reported one of the metal spikes on the coupler was ¿loose and bent¿, as a result it ¿would not couple the vein. It was reported the surgeon had to ¿trim the vessel¿. It was reported another coupler device was used to complete the procedure. At the time of this report, the patient outcome was reported as ¿doing fine¿. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and was taped in the white plastic assembly holder. Visual inspection revealed signs of use on the coupler rings consistent with report. A bent pin was visible when viewing the left ring. The reported condition was verified. The cause was undetermined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.